Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the of the leadless implantable pulse generator (ipg), the introducer would not aspirate sheath through side port but could through dilator. A possible blood clot was suggested. The leadless implantable pulse generator (ipg) was not used and was replaced. No patient complications have been reported as a result of this event.